Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds. It was further reported that during the patient's generator change the existing rv lead had no capture. The physician elected to keep the lead active with the newly implanted generator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.